Manufacturer narrative:
E1: name: abbvie inc. Country: united states of america. Street: 1 north waukegan road. City: north chicago. State: il. Zip code: 60064. Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient developed cellulitis caused severe pain redness and blistering and was treated with oral antibiotics for ten days along with local care using polysporin and bandages on (B)(6) 2026.